Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 20 malfunction event(s), where it was reported the device experienced difficult to load/unload the cot in the ambulance. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 19 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. 1 device is pending evaluation. Evaluation results findings (components/results). 1 device: appropriate term/code not available / results pending completion of investigation. 1 device: bolt; rod/shaft / device migration. 1 device: chassis/frame / deformation problem. 1 device: chassis/frame; screw / mechanical problem identified. 1 device: rod/shaft / device migration. 1 device: tube / mechanical problem identified. 2 devices: chassis/frame / device migration. 3 devices: rod/shaft / deformation problem. 9 devices: chassis/frame / mechanical problem identified. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
1 pending device was not evaluated, but reviewed by data and confirmed the issue. Evaluation results findings (components/results): 1 device: chassis/frame/device migration.

Event description:
No new information.